Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when it was attempted to pair the mobile programmer application with the patient connector a diagnostic message was displayed that indicated internet access was required. The application was reinstalled. When it was attempted to pair the application with the patient connector the application closed unexpectedly to the home screen. The application was reopened and the issue was resolved. It was also reported the application was unable to pair with the mobile programmer base. There was no patient involvement.